Event description:
It was reported that the renasys touch device gave a false full canister alarm 3 days after application and it got very hot on day 4. The treatment continued with a back-up device. It is unknown if there was a delay in the procedure. No patient harm was reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed the front and back enclosure is broken. Functional inspection was performed and showed the device works within normal range, no alarms or overheating were observed. We have not been able to establish a relationship between the events reported and the device. Probable root cause may be an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.